Manufacturer narrative:
Product ID: 8731, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter. (B)(4). Device evaluation summary: analysis of the catheter found ¿catheter body ¿ user related hole¿. There were two holes see on the catheter body 14 cm from the connector and one hole seen on the catheter body 19 cm from the connector.

Event description:
The catheter was returned without any documentation and underwent routine analysis.